Event description:
It was reported that the customer was hospitalized with high bgs. Customer had contacted company the morning of the incident and was instructed to change set. Later in the day customer reported they had been hospitalized. Further troubleshooting indicated the device was functioning properly. Discussed other possible causes, such as site infection, scar tissue or leaking. Advised to change set and try a different insertion site.